Event description:
It was reported that noise resulting in oversensing and inappropriate mode switching was observed on the right ventricular (rv) lead. Additionally, r-wave amplitude variation, high capture, and low pacing impedance was observed on the rv lead. The suspected cause of the event was lead damage. A lead replacement procedure is anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored.